Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the red/white pre amp card cable was damaged. The fse replaced the cable, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer was generating 'cbc bath voltage out of range' errors and vote outs for complete blood count (cbc) parameters. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.